Event description:
It was reported that the customer's blood glucose (bg) was 489 mg/dl and the customer was in diabetic ketoacidosis (dka). Pump supplies were changed multiple times. Customer delivered multiple boluses and a temporary basal rate was set to address bg. . Customer was admitted to the hospital and customer was treated with an insulin drip. Elevated bg/dka were resolved. Contact reported that customer had resumed pump therapy while hospitalized and bg elevated (500 mg/dl). Customer reverted to using another pump and bg lowered (200 mg/dl). Reportedly, customer was discharged on (B)(6) 2019 with no permanent injury. Contact alleged pump was not delivering basal and bolus insulin properly. Contact could not confirm any alerts or alarms in pump history.